Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -10.50/+3.0/030 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2021. The lens was reported as having rotated, was surgically repositioned and then had rotated again. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explant date: unk. (B)(4). Claim # (B)(4).